Event description:
Complainant alleged that the medics were defibrillating a patient who was in cardiac arrest. The patient was shocked once at 200 joules. The patient then went into an asystole heart rhythm. The medics then applied multi-function electrodes to the patient's anterior and posterior and connected the pads to the universal cable. The medics then treated the patient, but the patient then presented a ventricular fibrillation heart rhythm. The medics then charged the device to 300 joules, but the device displayed a "defib fault 80" error message. The medics checked all connections, but all appeared securely attached, and the message continued to be displayed. The medics then reattached the device paddles and turned the device off. The medics then turned the device back on 30 seconds later, but the screen still displayed the "defib fault 80" error message. The medics then obtained another device to treat the patient. The patient subsequently expired.